Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 09/09/2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test and the data file was reviewed. Loss of connection less than one hour was confirmed. Signal loss up to one hour is within specification; the device operated within expected performance. A probable cause could not be determined. No additional event or patient information is available.